Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek balloon catheter the balloon was tightly folded. The hypotube shaft was separated distal to the strain relief tubing, confirming the reported separation. The outer jacket was torn and separated. The fracture faces were ovaled as if kinked prior to separation. There were multiple kinks and bends noted to the hypotube. The balloon crossing profile was measured and met manufacturing specification. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. The dilatation catheter was not advanced through a new guiding catheter due to the separation noted. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. It is possible the catheter was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the catheter interacted with the guiding catheter. Further manipulation to the hypotube as resistance was encountered would have resulted in the hypotube kinking. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. There was no damage noted to the catheter prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It was most likely that the hypotube separation was due to the reported extra force applied during advancement. As a reminder, the coronary dilatation catheter nc trek rx instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continue to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. A review of the lot history record was performed and there were no non-conforming material records associated with this lot that could have contributed to the reported difficulty. Additionally, a query of the complaint handling revealed no other incidents reported for this lot. There is no indication of a product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are visually inspected online for damage.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, the nc trek balloon dilatation catheter (bdc) was being advanced through a non-abbott guide catheter, via a transradial approach. Extra force was applied during advancement and the bdc shaft, which had only advanced partially through the guide catheter, separated into two pieces. The point of separation was outside of the anatomy at the proximal end of the guide catheter. The distal portion of the bdc was manually retracted from the guide catheter. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.